Event description:
I had allergan cohesive textured silicone breast implants. After implanting, numerous health conditions started developing. First weird rashes that were resistant to treatment. My dermatologist had to biopsy the rashes to help try to treat. Then fibromyalgia came about, severe abdominal pains and gastrointestinal issues. Even though I had scars, MRI, and scopes done, nobody could find anything. I developed reynauds a condition where I loses circulation in my toes and fingers, it is quite painful. Then came weight gain even though I eat healthy and workout 6 days a week, turns out I have hashimoto's thyroiditis now, and epstein barr as well as the years go by my immune system got weaker and new autoimmune diseases would surface. I had debilitating migraines that were so horrible I would put towels over the light on my router. And wear a winter headband over my eyes because a normal eye mask wasn't dark enough. I would live in darkness for days on end. I couldn't talk to anyone because the sound of anything would just kill my head. I would only eat 1 bowl of ramen noddles a day because even though they are horrible for you that's all I wanted and could tolerate; it was something my son could make me as I couldn't cook myself. Then when my head wasn't hurting I would have extreme shooting pains from my back down my legs and would make my legs cramp so bad, I couldn't stand on them. My husband would carry me to and from the bathroom. I already take heart meds daily for 2 separate heart conditions, yet my heart would feel like it was doing somersaults. It would race so hard and so fast I could feel every beat in my throat, and my whole body along with burning chest pains like someone was literally pouring hot lava behind my breast that pain would switch off to feeling like icy hot sometimes with a cool burning sensation. It would migrate down my left arm around my ribs to my back up my neck and across my collar bone. My breaths were so shallow I couldn't exhale hardly and that caused me to only be able to inhale a bit. I felt someone had my chest cavity compressed and wasn't allowing it to expand, so my lungs could fill with air. My vision was quite blurry and I would have this annoying loud ring in one ear and a buzz in the other depending what side I turned my head. All of these symptoms took my activity level down from training 8-9 hrs a week at my gym I own and operate down to barely having enough strength or energy to eat or go potty. I quickly took a turn for the worst, "fast." I felt as though I was going to die. I just knew something wasn't right. The pains and shallow breathing made it very difficult to do anything even when I could. I had all of these drs including cardiologist say they couldn't find anything wrong. Then one day an ad popped up for breast implant illness. I started gathering info on it. I decided to schedule surgery for explant (removal), I was desperate within 24 hrs after surgery, I immediately felt a difference. I could breathe, walk and see. And to think I was one of those doubling women at first thinking what if it isn't my breast implants, well it was. You can't put a price on your life these things nearly killed me. I have pictures of my journey and you can visually see the difference. I got a few minor headaches here and here and there but those didn't come until around week 3. My guess is detoxing as I would get bumps and little rashes at the same time, all of which will last like a couple days or so. I obviously have some residual damage, my thyroid looks like swiss cheese. My endocrinologist says so I have to take meds for that. I have 2 heart conditions, I take meds for daily as well. My (B)(6) makes me very fatigue as well. I had a total of 80 symptoms, the ones I mention are the worst. I still have some minor ones like constipation at times and diarrhea,the others but I'll take it I know the journey to healing takes time. I am only 9 wks post op.